Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging label info missing - meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(05/08/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the alleged complaint was confirmed, the label print was smeared. In addition, a secondary issue unrelated to the complaint was found, the lcd screen was found to be broken or cracked. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.